Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when attempting to apply the clip to a vessel, the clip applier was unable to close the clip and dropped it. The vessel was skeletonized, so there was no tissue impeding the clip. The clip was retrieved with a laparoscopic grasper. No post-operative tests were performed, and the patient did not return with post-operative complications. After swapping to a backup clip applier, the procedure was completed as planned without any injury or harm to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the clip applier failed to close the clip adequately and caused the clip to fall out of the jaws, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. If the input disk is fully broken, then the instrument can fail to engage. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The complaint regarding insufficient closure when applying a clip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument failed to close the clip adequately and caused the clip to fall out of the jaws. It was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information, however, no further details had been received as of the date of this report.